Manufacturer narrative:
The investigation has been completed. Based on the analysis, the cartridge alarm 19 was verified. No failure related to the reported occlusion alarm was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting to determine a possible cause of the occlusion could not be performed due to the customer receiving multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery. The customer's blood glucose (bg) level was 354 mg/dl. The bg level would be addressed with a syringe bolus. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.